Manufacturer narrative:
Siemens completed the investigation of the reported event. The examination of the replaced and returned live monitor (ld) revealed the power supply of the monitor capacitors had decreased. As a result, the large display (ld) in the examination room could not be switched on temporarily. Only about half an hour later, after the capacitors had built up sufficient electrical voltage, did the image on the monitor appear by itself. This is typical for capacitors whose capacity has already decreased. Despite all quality measures, such capacitor failures cannot be completely avoided, as they are depending on the components construction and aging of the component. In the given case, the component had been in operation for about 10 years before the defect occurred. The only sensible solution to this problem is to replace the affected part on site, as was done in this case. The monitor in the control room was not affected and fully functional, nevertheless it is not very practical to carry out a complete investigation with it. Therefore, the operator decided to conduct the investigation on another system. The error frequency of the described error pattern and the spare parts consumption of the ld were checked. A possible error frequency or even a possible general error that would require corrective measures of the installed base could not be determined by the investigation. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an emergency procedure, the user reported that no signal or image was available on the live monitor in the exam room. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.